Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a2: patient's date of birth is an unknown date in 1940. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that unk - screws: trauma was found broken. Only the head of the screw was received. No other issues were identified. A dimensional inspection for the unk - screws: trauma was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed confirmed. It is understood there is no allegation associated with this product malfunction. However the unk - screws: trauma was found broken and would contribute to a device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. The following source controlled drawings reflecting the current and manufactured revisions were reviewed: -due to the product code information is unknown, the current and manufactured drawing revisions could not be reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the patient experienced breakage of the built-in osteosynthesis without a traumatic event. The device was removed on (B)(6) 2023. This report involves one unk - screws: trauma. This is report 2 of 2 for (B)(4).